Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the system was outside of clinical use. It was reported that the host pc failed to bootup. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the tube was suspected to be faulty. Fse replaced the host pc. After the replacement of host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the host pc died during bootup. No harm was reported to philips. Philips has started an investigation of this complaint.